Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that the cause of the lead movement was not determined. The patient will have the device removed in order to receive an MRI. The patient reports that actions taken will be to remove the device. Pt reports that a replacement battery is not needed as they have not used the device in over ten years. The patient reports that this issue will be resolved after the device is removed.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2007, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 20-aug-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) had not used the device in years and was considering device removal. A computed tomography (CT) scan conducted this year showed that the lead was significantly displaced from its original intended placement. The patient requested a magnetic resonance imaging (MRI) of the abdomen and back area. The healthcare provider discussed the possibility of replacing the battery instead of removing the entire system and advised the patient to inquire about MRI compatibility. No patient complications have been reported as a result of this event.